Event description:
The patient reportedly experienced intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device showed that the device is functional. The patient's device has been explanted. The patient was reimplanted with another advanced bionics device.